Event description:
Same case as: 2134265-2009-05344, 2134265-2009-05351, 2134265-2009-05345, 2134265-2009-05350, 2134265-2009-05348, 2134265-2009-05348, 2134265-2009-05347, 2134265-2009-05346, 2134265-2009-05349. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection and death occurred. A diagnostic cath was performed, and it was determined that pci of the cx was necessary. The intervention was planned for a few days later depending on how the pt renal function did after the dye load. Three days later, the pt returned to the ccl for coronary intervention. The 99% stenosed lesion being treated was located in the circumflex (cx) artery. A pt2 guidewire was advanced to the cx/obtuse marginal (om) and a second pt2 guidewire was advanced into the posterolateral (pla) branch. A 6fr runway guide catheter was used. Four inflations were made in the pla with 2.5x20mm apex balloon, inflated to 8.5 to 12.4 atm for 29 to 51 seconds. The physician made multiple attempts to place a 2.50x28mm taxus stent in the pla, but was unable to cross the lesion. Multiple inflations were made in the pla various balloons, including a 2.5x20mm quantum maverick balloon inflated to 11.5 to 18.5 atm for 6 to 47 seconds and an apex balloon inflated to 14.4 to 15.4 atm for 28 to 39 seconds. The physician attempted to place a 2.5x15mm promus stent, but was unable to pass the ostium. A pt2 guidewire was inserted and removed. A 2.5x15mm non-bsc cutting balloon was unable to cross the lesion. Add'l inflations were made with the quantum maverick balloon, inflated to 12.5 to 18.4 atm for 17 to 48 seconds. The physician attempted to place the promus stent two more times and was unable to pass the ostium. Add'l inflations with an apex balloon were made between attempts as well as changing the guidewire to a non-bsc guidewire. On the last attempt, the stent dislodged from the balloon and embolized inside the pt. Several attempts made to retrieve the stent, including snaring and passing a balloon distal to stent, were unsuccessful. The pt had been relatively stable, but suddenly became diaphoretic, short of breath, and hypertensive. Angiography showed the left anterior descending (lad) artery was 100% occluded. Attempts to rewire the vessel with a pt2 guidewire were unsuccessful. Add'l balloon inflations were made with a 1.5x15mm apex balloon, inflated to 7.1 to 12.6 atm for 9 to 70 seconds. Dopamine and epinephrine were given. The pt developed ventricular fibrillation, which was responded to by defibrillation. The pt was intubated. An intra-aortic balloon pump (iabp) and a temporary pacing wire were placed. The physician attempted again to rewire the vessel with a pt2 guidewire, but was unable to reach the cx. Add'l balloon inflations were made. CPR was initiated. The pt continued to have incessant ventricular fibrillation despite multiple defibrillations. Surgical consult was made, however, the pt was found not to be a suitable surgical candidate due ot the ventricular fibrillation. Medications given included: heparin, nitro, dopamine, epinephrine, amiodarone, and lidocaine. All further attempts to resuscitate the pt were stopped and the pt expired. In the physician's summary, the pt complications were reported as acute dissection of the vessel resulting in cardiogenic shock and death.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.